Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (moisture ingress) issue. Reportedly, the pump lost power and moisture was found in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 07/01/2015. Device evaluation: the pump has been returned and evaluated by product analysis on 06/15/2015 with the following findings: on investigation, the alleged no power issue was verified in the black box but not duplicated in the evaluation. Review of black box data found records of power interruptions with pump reboot events. Related to the complaint moisture corrosion was found in the battery compartment. A battery compartment crack was observed below the grip pad. A leak test showed a leak where the battery compartment crack was located. No damages were found with the battery cap and it was able to tighten properly onto the pump to allow the pump to power up. The display was dim and discolored. The auditory and vibratory features were not operational. No tactile issues were found with the buttons. A rewind/load/prime sequence and a 24-hour basal exercise were executed without any power interruptions. Pump casing was opened and additional evidence of moisture intrusion was found on multiple internal components.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).